Event description:
It was reported that during the deep brain stimulation (dbs) operation; while installing the base of the burr hole device, the base became detached despite the screws being tightened to secure it, leaving only one screw fixed. Upon checking the screw holes of the base, it was found that one hole had enlarged, suggesting a potential initial defect. The product was replaced and the issue resolved. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.